Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The customer's blood glucose reading was 584 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing and alarmed no delivery for 2 reservoirs. Troubleshooting stopped at this point as the customer did not have any additionally reservoirs. The customer was advised that the reservoirs would be replaced and to return the product for analysis.